Event description:
Boston scientific received information that this left ventricular lead (lv) is fractured at the header. There were no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.